Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 422 mg/dl, at the time of incidence. Customer reported that they eat candy and chocolates and they had high blood glucose level. Customer offered with troubleshooting and they declined to troubleshoot for high bloods glucose level. Customer had manual injection and blood glucose level was down to 416 mg/dl. Customer reported that they received calibration not accepted alert. It was unknown that whether customer was using auto mode or not. The insulin pump will not be returned for analysis.

Event description:
It was unknown if customer was using the auto mode feature at the time of the event.